Event description:
The customer reported between 20 to 30 milliliters of clear blue fluid, leaked within the instrument in the drip tray, underneath the air mix temperature control (amtc) module, involving unicel dxh 800 coulter cellular analysis system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer was advised to drain the nucleated red blood cell (nrbc) and diff chambers in diagnostics, then rinse and drain the chambers with a 50% bleach solution. The customer was instructed to perform shutdown and daily checks to determine if the chambers were draining properly. The customer followed up with beckman coulter and stated the diff mix chamber, was not draining. The customer cleaned the diff mix chamber, performed daily checks and quality control (qc) and all results passed within specification. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) stated, the customer reported the single tube presentation spring was broken. The fse noted the spring was not broken, but the tube holder clips were stuck. The fse unstuck the clips and resolved the issue. The customer resolved the fluid leak issue through troubleshooting via the telephone. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).